Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Complaint summary: date: (B)(6) 2013, inratio: (1.3), lab inr: (3.4), time between testing: (45 minutes). Pt's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Pending investigation.